Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapling device was being used during the bronche clipping. When using the fifth reload, the stapler was not working. The surgeon pressed the green button but the stapler was not more armed for the charge shoot. The trigger did not advance. It was hard and after forced, it gave a strong snap and was left with a soft trigger. The stapler was able to fire. In order to resolve the issue and complete the case, the surgeon opened a new manual stapling handle. There was no patient harm. The patient status is alive, no injury. Reinforcement material was used.